Event description:
A male pt underwent embolization of the cystic artery prior to sirt treatment. Coil was flushed inside the microferret using saline. The coil perforated the catheter and the vessel at the distal part of the catheter. The vessel perforation was occluded with another coil. The embolization procedure as it was planned originally has been stopped. New date for embolization had to be set. No adverse effect to the pt.

Manufacturer narrative:
Still under investigation at this time.